Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging and the device was prepared per the dfu. Also, continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of the ro marker band misaligned. H3 other text : device not returned for evaluation.

Event description:
It was reported during the procedure when the subject coil tip was fully inserted, the two ro markers were misaligned. The procedure was successfully completed with replacing the coil and there were no adverse consequences to the patient.

Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported during the procedure when the subject coil tip was fully inserted, the two ro markers were misaligned. The procedure was successfully completed with replacing the coil and there were no adverse consequences to the patient.